Manufacturer narrative:
(B)(4)

Event description:
It was reported the patient¿s system was explanted. It was noted the impedances were high. It was reported the patient had a loss of therapeutic effect. It was noted reprogramming was also attempted. It was reported the patient was doing ok. It was noted it was too early to tell if therapeutic effect had returned.

Manufacturer narrative:
Concomitant products: product ID 435135, serial # (B)(4), implanted: (B)(6) 2010, explanted: (B)(6) 2014, product type lead; product ID 435135, serial # (B)(4), implanted: (B)(6) 2010, explanted: (B)(6) 2014. (B)(4).